Event description:
It was reported that, during a procedure for benign prostatic hyperplasia, the laser crystal in the fiber broke. The procedure was completed with another fiber of the same lot. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Microscopic inspection found that the glass and metal caps were detached, confirming the reported clinical observation. The observed condition of the fiber is consistent with devices that have experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow; these lead to elevated temperature. Continuous elevated temperatures can cause fiber damage, including glass and metal cap detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg - 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instruct the user to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip.

Event description:
It was reported that, during a procedure for benign prostatic hyperplasia, the laser crystal broke. The procedure was completed with another fiber of the same lot. There were no patient complications reported. After device inspection, it was found that the glass cap was detached.